Event description:
A caller reported an alarm related to the tandem mobi cartridge. There was no adverse impact on the customer's blood glucose level. Technical support instructed the caller to remove the cartridge and deliver a 9-unit bolus, indicating that this would affect the amount of insulin on board. The caller was unable to reload the original cartridge but successfully loaded a new one with assistance, resuming insulin therapy. The issue was resolved.